Manufacturer narrative:
.Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient's doctor reported that the patient had a fungal rash under the front therapy electrode pad. During a follow up, the patient reported using an over the counter cream that his doctor recommended. The patient reported that the irritation was a little red but improving. There was no alleged device malfunction.